Event description:
It was reported that shooting pains from the left hip radiating down to the left calf were noted. The device was turned off and the patient still felt pain. An x-ray was inconclusive for lead migration. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v641092, implanted: 2011-(B)(6), explanted: 2011-(B)(6), product type lead.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) was turned off on (B)(6) 2011 and turned back on (B)(6) 2011. The patient outcome as of (B)(6) 2011 was reported as recovered without sequelae.

Event description:
Additional information received clarified that the during the temporary discontinuation of the stimulation, the device was turned back on (B)(6) 2011 as previously reported. It was confirmed that the patient then had their ins and lead explanted on (B)(6) 2011 as previously reported. If additional information is received, a follow up report will be sent.